Manufacturer narrative:
Additional information from section d4 - primary unique device identification (UDI) (B)(4). Additional information from section e1 - phone number: : (B)(6). The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Event description:
As per the report received from france, edwards received notification of an evoque procedure. After the procedure, patient had an av block and a leadless permanent pacemaker (ppm) was implanted on post-operative day 3. Valve implantation leads to conduction disturbances and ppm implantation. No issues reported with the valve during procedure and no previous conduction disturbances. The patient was in stable conditions.